Event description:
The reporter experienced er1 messages. He retested and obtained a result of between 150 and 200. Nothing was done after the result. There was no allegation of harm or medical intervention.